Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. The device was subsequently reprogrammed to increase the conditional and shock zones. This device remains in service. No adverse patient effects were reported.